Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform functional tests due to the blank display. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a cracked lcd window. Unable to verify the backlight due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had blank display. The customer's blood glucose was 166 mg/dl at the time of incident. Troubleshooting was done but the display did not return. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.